Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was unknown. Customer stated that the pump was not exposed to a high magnetic field. Customer stated that they were not able to rewind the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The device received open book or critical pump error after battery installation. The device received constant critical pump error alarm. Problem isolated to force sensor.